Event description:
In 2007, the patient was implanted with the trunk-ipsilateral leg component of the gore excluder aaa endoprosthesis. Due to difficulties cannulating the contralateral gate, the physician waited until the following month, to implant a contralateral leg component and an iliac extender component. At an unknown date, a CT scan showed that the device had moved 3-4cm distally leading to a type I endoleak. A reintervention is planned for ten days prior to original date.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicated the information was not provided, was deemed unavailable or was not applicable.